Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that r-wave measurements had decreased on the right ventricular (rv) lead over the course of the twelve years since implant. The pace/sense portion of the lead was capped and replaced. No patient complications have been reported as a result of this event.